Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a fault has occurred in the cabling. Therefore, it was determined that the image function did not operate normally due to the internal failure of the cable, and the phenomenon ¿the image is not drawn¿ has occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and caused the reported no image failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but that information was not provided. There was no patient harm or consequence reported as a result of this event.